Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, quality control data, specifications and review of instructions for use (IFU). One device was returned to manufacturer for investigation. The returned packaging confirms the lot number. Visual examination confirmed the device was returned in used condition, liquid was observed inside the tube. Unknown residue observed on the outside of the pvc tubes, hand pump, and drip chamber. Closer examination, using magnification, showed small particles of dark foreign matter in the pvc tubes; the foreign matter could only be seen under magnification. The foreign matter could not be moved and appeared to be embedded into the tubing. Debris/ residue on the outside of the tube could be removed. Device history record (DHR) review for this lot shows no non-conformances related to this failure mode. A review of complaint history found no other complaints associated with the complaint device lot number. The instructions for use (IFU), provides the following information to the user. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. This product is inspected for foreign matter upon arrival from a supplier and prior to distribution. A review of the device history record was performed and no manufacturing anomalies were found. The supplier was notified of the event and asked to conduct an investigation into the device history record. The supplier stated that this appeared to be an isolated incident as no previous dust particle complaints for cook supplied devices have been documented. While a specific event could not be identified, the debris most likely was introduced to the tubing from the liquid that was used to clean the device, since no other foreign matter was readily visible. In this instance, the customer may have contributed to the event by using an inappropriate cleaning solution. There is no evidence to suggest the device was not manufactured to specification. The complaint is confirmed. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The assigned likely cause category for this failure mode is - cause traced to user, unintended use error. Unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported, while preparing for a retrograde intra-renal surgery (rirs) of the right kidney, dust particles were found in the tube of the ureteroscopy irrigation system. The dust particles were observed when the user started to clean the irrigation system. A second device was used to complete the procedure. The patient did not experience any adverse effects as a result of this alleged product malfunction. The patient did not require any additional procedures as a result of this occurrence.